Event description:
As reported: the threaded end of the universal rod was broken, and the broken part was caught in the extraction adapter. The nurse noticed before the operation. Using other instruments, the operation ended without problems. If the nurse didn't notice and there was no substitute, it was a big problem. There is a problem with the inspection method.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. As per the visual inspection, the threads of the universal rod were found to be damaged. The device was manufactured in 2001, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. No indications of material, manufacturing or design related problems were found during the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is found to be normal wear. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: the threaded end of the universal rod was broken, and the broken part was caught in the extraction adapter. The nurse noticed before the operation. Using other instruments, the operation ended without problems. If the nurse didn't notice and there was no substitute, it was a big problem. There is a problem with the inspection method.